Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA: 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded by experienced medtronic personnel using a 34 mm compression loading system (cls). Accurate loading was confirmed with visual, tactile, and fluoroscopic inspection but it was not known whether both deployment knob tabs were intact. There was no loose tab present in the packaging. No pre-implant balloon aortic valvuloplasty (bav) was performed. The valve was recaptured during initial deployment due to positioning difficulties. During the second deployment attempt, at 1/3 opening of the capsule, the delivery catheter system (dcs) handle separated. The deployment knob trigger was not used and there was no unusual tension felt in the system. It was reported that the handle was possibly over-driven at some point but this was not observed. The valve and dcs were withdrawn from the patient. The dcs was discarded. The valve was loaded onto another dcs and successfully implanted. Immediately following the valve implant, there was difficulty closing the femoral artery with the non-medtronic closure device. A small amount of bleeding was noted which was treated with manual compression. No adverse patient effects were reported.